Event description:
The customer stated that a falsely elevated architect ca19-9xr result of 311.8 u/ml was generated on a sample from (B)(6) 2013. The patient had been previously tested with lower results. (B)(6) 2013 sample: 8.3 u/ml, (B)(6) 2013 sample: 6.7 u/ml, (B)(6) 2013 sample: 311.8 u/ml and a diluted result of 240.11 u/ml, (B)(6) 2013 sample: 9.0 u/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Customer complaint data was reviewed and no adverse trends were identified for the issue under investigation. Accuracy testing was completed to evaluate the assay performance of lot 17160m500. The testing met the acceptance criteria. The architect ca 19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.